Manufacturer narrative:
Reference MFR report # 2916596-2016-00870 for the report of the patient's previous pump exchange for suspected driveline compromise. The device serial number was not provided. The expiration date, manufacture date, and device unique identifier (UDI) are unknown. Approximate age of device - 27 days. The device was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device and underwent pump exchange on (B)(6) 2016 due to suspected driveline compromise. It was reported that the patient was seen in the emergency department and was subsequently admitted for symptoms of dyspnea. An echocardiogram (echo) confirmed right heart failure. The patient was treated with epinephrine, levophed, dobutamine, and nitric oxide. The patient's central venous pressure was 9 mmhg and pulmonary artery pressures were 42 mmhg/24 mmhg. The pump set speed was re-evaluated during echo and was maintained at 9400 rpms. Review of pump parameters revealed low estimated pump flows, a pump power value of 3.9 watts, and a pulsatility index value of 2.3. Consideration was given to placement of an impella to support the patient's right heart. On (B)(6) 2016, the patient¿s right ventricular function had recovered with pharmacological support, however, the patient was not doing well due to sepsis from suspected driveline infection. A decision was made to withdraw support and the patient expired. No further information was provided.

Manufacturer narrative:
Additional information. (B)(4). A correlation between the device and the report of right heart failure and infection could not be conclusively determined. Right heart failure and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.